Event description:
It was reported that during a shoulder procedure using a magnum2 knotless implant, the implant would not lock into place and had to be removed. A new bone hole was drilled and the procedure was completed using a competitor's device. There were no significant delays or pt complications reported as a result of this event.